Event description:
Litigation alleges the patient suffers from pain, discomfort, inflammation, a popping/snapping sensation, and toxic cobalt-chromium metal ions and particles to be released into the blood, tissue and bone. Update: (B)(4) 2014 - pfs and medical records received. After review of the medical records for MDR reportability, the revision operative note indicated pain, clicking/popping, discomfort, liner had disassociated from the cup due to a failed locking mechanism, posterior impingement between the trunnion and liner(large groove present) causing the locking mechanism to fail, and the head and neck had worn into the cup due to the disassocation. No lab results were provided for the alleged high metal ions. The femoral head was noted to be black, but not mention of corrosion. The cup was removed so it could be de-anterverted. There is no new additional information that would affect the existing MDR decision. The complaint was updated on: 1/12/2015.

Manufacturer narrative:
The devices associated with this report were not returned. Review of the device history records and/or a lot specific complaint database search was not possible as the product and lot codes required were not provided. Medical records were received and reviewed. From the information reviewed in this report it is unlikely that there was a manufacturing fault. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. This complaint is the subject of litigation or a legal claim and currently complete product detail is not available at this time. A follow-up medwatch will be filed as appropriate

Manufacturer narrative:
(B)(4). This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. (B)(4).  Depuy synthes has been informed that the lot number is not available.

Manufacturer narrative:
Product complaint # (B)(4).

Event description:
Ppf alleges metal wear and metallosis.